Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid isthmus (cti) ablation procedure with a carto 3 system and after ablation, a map shift of 10mm was noticed. The patient was under general anesthesia and hadn¿t moved. Cardioversion did not occur prior to the map shift. A picture was taken of the extended features for patch movement and there didn't appear to be any. The system did not display any error message when the map shift occurred. The issue was noticed after ablation. No patient consequences were reported. This complaint has been assessed as reportable.

Manufacturer narrative:
Additional information was received on 6/28/2018, indicating that the serial number for the carto® 3 system is (B)(4), and the product code was updated from fg540000 to fg540000j. The manufacturer date 11/12/2012 of this device has been added. The corresponding fields in this report have been updated. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cavotricuspid isthmus (cti) ablation procedure with a carto® 3 system and after ablation, a map shift of 10mm was noticed. Additional information was received on(B)(6)2019, indicating the case was finished with the map shift in effect. The investigational analysis completed on (B)(6)2019. Per the carto 3 system instructions for use (IFU), when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. The provided data lacks necessary information. Additional data could not be attained. Based on the available information, the root cause of the failure could not be determined. The biosense webster inc. (Bwi) field service engineer (fse) advised that the issue could not be duplicated in other cases. The device history record (DHR) review was performed by the manufacturer. No anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacture ref no: (B)(4).